Event description:
It was reported that customer received a no delivery alarm on the insulin pump. Customer stated that she had full reservoir. Customer stated she removed the set and ran some insulin through the tubing and the insulin did exit the tubing. Customer was not sure if her site that was occluded so she changed that out. Customer's blood glucose was unknown. Customer stated the alarm was resolved by a complete set change. The customer was advised to call back when the alarm occurs in order to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.